Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms in all mornings when he tried to bolus. Customer stated that the drive support cap was normal. Customer also mentioned insulin pump had no delivery alarm. Customer stated that the issue was resolved by complete set change. Customer tried to put a bolus in and it showed no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.